Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported malfunction. To fix the issue, the fse replaced the manifold driver and sensor fiber cable. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) performed by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed both calibration fiber optical test and manifold drive test. There was no patient involvement and no adverse event was reported.